Manufacturer narrative:
Additional communication with the customer clarified that the bed exit alarm was operating correctly but that they believed it should alarm more quickly. B5 has been updated with treatment details. H3 other text : the customer declined evaluation.

Event description:
It was reported that the patient fell and that the bed exit alarm did not sound until after the patient was found on the ground. When contacted by stryker, the customer clarified that the bed exit was operating correctly but that they felt it should have sounded more quickly. The customer reported that the patient sustained a new acute superior endplate fracture of the l3 vertebral body. As treatment, neurosurgery recommended lumbar brace and the patient fitted for a chair back brace. Evaluation of the bed was offered but the customer stated no further action was necessary.

Manufacturer narrative:
The customer did not make the unit available for evaluation.

Event description:
It was reported that the patient fell and that the bed exit alarm did not sound until after the patient was found on the ground. The customer reported that the patient sustained a new acute superior endplate fracture of the l3 vertebral body. Additional information was requested but has not yet been provided.